Event description:
It was reported the patient's blood glucose level rose to 479 mg/dl while wearing the pod between 1 and 4 hours. It was also reported by the patient that the site was bleeding. Investigation of the pod found a tear in the cannula.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. Inspection of the patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined. No blood was observed on or within the pod. There were no damages or deficiencies observed with the device that would cause bleeding or bruising. No problem was found regarding the reported infusion site bleeding/bruising event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.